Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power. The hp would finish with manuals. The tsr advised hp to contact the nurse in the next 24 hours and let her know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient (hp) the hp stated that she did not notice any abnormalities with the supplies. The hp stated that she completed therapy with manual supplies and has been performing therapy fine since this report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).